Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor needle was fractured while in body. The customer¿s blood glucose value was 110 mg/dl. The customer also stated that the needle was hard to remove. The sensor will not be returned for analysis.